Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from the (B)(6) reported that the customer's blood glucose were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the product for evaluation. A device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. The device manufacture date in section h4 of the initial report was captured as 06-feb-2017. The correct device manufacture date is 05-apr-2017. Section h4 has been updated with this information.